Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taking steroids due to having an allergic reaction and this was causing elevated blood glucose (bg) levels up to 467 (mg/dl). The customer had small to moderate ketone levels and the contact stated this ketone level was identified as dangerous. The contact spoke with a nurse who helped the contact set a temporary basal rate on the customer's pump. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.